Event description:
It was reported that pump experienced malfunction that showed malfunction code but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump and to call back if issue returned, and no further action was needed.